Manufacturer narrative:
The insulin pump was received with a blank display due to a power connector (b1) on the battery tube not being plugged in properly into a connector on the interface board. The pump also had minor scratches on the lcd window and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 165 mg/dl. Troubleshooting was initiated for the blank display. The customer stated that the blank display occurred without receiving a low battery alert beforehand. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. The customer inserted a new aaa alkaline battery to test with the pump but the display did not return. The insulin pump was returned for analysis and a replacement device was shipped to the customer.